Event description:
Healthcare professional reported after injection with an unspecified hyaluronic acid filler in the "malar area," the pt "developed nodules" at the injection area and "had an abscess" that was "drained by a plastic surgeon." The pt was also provided antibiotics.

Manufacturer narrative:
Further info from the reporter regarding event, product or pt details has been requested. No add'l info is available at this time. The events of abscess and nodules are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.